Event description:
Respond edge study. It was reported that left bundle branch block, complete heart block and moderate aortic regurgitation occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was not on a prior regimen of aspirin or other anticoagulation medications at the time of index procedure. The subject received loading dose of 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon aortic valvuloplasty (bav). No conduction disturbances were noted post bav. Subsequent deployment of a 27 mm lotus edge valve. There was correct positioning of the prosthetic heart valve into the proper anatomical location without the need for repositioning. During the index procedure, the subject was noted to have left bundle branch block and atrial fibrillation. The same day of index procedure, the subject developed left bundle branch block and complete heart block. No diagnostic test was performed, and no action was taken. At the time of reporting, the left bundle branch block was considered not resolved. The complete heart block was considered resolved. One (1) day post index procedure, transthoracic echocardiography revealed moderate aortic regurgitation. The subject was discharged on anticoagulants the same day. It was further reported that the patient was hospitalized for worsened conduction disturbances eight (8) days post index procedure, x ray was performed as diagnostic test. A permanent pacemaker implantation was recommended to treat the event. Bradycardia and other conditions were the indications for new pacemaker implantation. Eleven (11) days post index procedure, a new permanent pacemaker was implanted successfully. Twelve (12) days post index procedure, the event was considered recovered/resolved and the patient was discharged.

Manufacturer narrative:
A1 patient identifier: (B)(6).

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
Respond edge study. It was reported that left bundle branch block and complete heart block occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was not on a prior regimen of aspirin or other anticoagulation medications at the time of index procedure. The subject received loading dose of 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon aortic valvuloplasty (bav). No conduction disturbances were noted post bav. Subsequent deployment of a 27 mm lotus edge valve. There was correct positioning of the prosthetic heart valve into the proper anatomical location without the need for repositioning. During the index procedure, the subject was noted to have left bundle branch block and atrial fibrillation. The same day of index procedure, the subject developed left bundle branch block and complete heart block. No diagnostic test was performed, and no action was taken. At the time of reporting, the left bundle branch block was considered not resolved. The complete heart block was considered resolved. One (1) day post index procedure, transthoracic echocardiography revealed moderate aortic regurgitation. The subject was discharged on anticoagulants the same day.